Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days after implant the patient¿s right ventricular (rv) lead exhibited high threshold due to a microdislogement. The patient experienced mild chest pain and ¿jumping¿ sensation in their chest due to nerve stimulation when the rv lead paced. An rv lead revision was attempted; however, upon repositioning the rv lead the helix would not extend after 50 turns. When the helix did finally extend the numbers were not normal. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix bent and tissue in the helix. If information is provided in the future, a supplemental report will be issued.